Event description:
Essure device was implanted (B)(6) 2015. Months later severe side effects. Extreme pelvic pain, longer heavier periods, painful intercourse, hair loss, rashes all over my body. Allergic reaction to cobalt dichloride.